Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the cause of the out of regulation (oor) message and stimulation being too high was unknown. The hcp reported that the patient had an office visit with a manufacturer¿s representative (rep) present. The hcp reported that the patient was still getting the oor message and had to turn off and on with the charger. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. A correction was made, a new code was added and code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 39565-65 lot# (B)(4) implanted: (B)(6) 2013 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the cause of the jolting when walking or laying was due to the lead malfunctioning. The steps taken to resolve the jolting included reprogramming but it was noted that the issue was not resolved at the time of the report. The hcp said they were working on insurance authorization for a removal/replacement of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient wasn¿t experiencing any symptoms while in office and the out of regulation (oor) wasn¿t appearing. The rep reported that group impedance was within range for the electrodes that were programmed. The rep reported that the patient would call in if the oor occurred again. Additional information was received from the patient. The patient reported that there was an oor error code. The patient reported that she was told anytime she had a problem with the patient programmer (pp) she should call the manufacturer to advise us as to what was going on. The patient reported that the plan on the day prior to the report when a rep called in at the hcp office was that they were going to decrease one of the settings from 800 to 700 which the patient said she did and ¿made sure that stayed there or it took the program¿ when she got home. The patient reported that she was on 700 but stated she had the same oor message come up on the night prior to the report and couldn¿t turn the device up or down which was something she needed to do. The patient reported that she ended up having to turn her stimulator (ins) off with her charger because stimulation was way too high. The patient reported that she had to wait at least 45 minutes before her patient programmer (pp) would allow her to turn her implant back on and go up or down and confirmed that so far it had been good. The patient reported that the problem she was having with this oor issue is that she had to turn off the ins device and so it¿s not really working for what she needed it to do for 45 minutes andsometimes up to an hour before she could make an adjustment again. The patient reported that this was why they were trying to figure out why this was happening and that was why she was told to call the manufacturer. The patient reported that she did decrease because she had one of the programs up to 800. The patient reported that she called because she was told to call anytime she got this oor message. The patient reported that she didn¿t use the ¿adjustable stimulation¿ because she had open parameters on her programming and, so she was constantly having to change, which the patient stated worked for her. The patient reported that it took them a year to get it to this program. The patient reported that stimulation was too high because of position changes. The patient reported that when she was sitting and went to stand up and then go walk, that was when it was too high. The patient reported that this is how ithad been and that it¿s not new. The patient reported that it was probably 3 months prior to the report that they opened the parameters because the patient stated that¿s how it just worked for her. The patient reported that on (B)(6)2017 is when she noticed it was way too high and had to decrease. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. An oor was reported. The caller reported they are still getting oor. Patient reported when he checked impedance, electrode 8 and 9 are 6688 ohms at 3.0 volts. All other electrodes are 600-700 range. Patient was programmed on prg #1: 5+ 6+ 12+ 11- prog#2: 0+ 1- 3-. Patient reported feeling jolting sensation when walking or laying down, every once in a while. It was reported the jolting sensation was higher up where the lead was located, around where the paddle was located. Patient had been running stimulation lower due to concerns for getting jolts. Patient was still getting pain relief. It was discussed that potential lead issue causing jolt, but since it it's still providing pain relief, it's up to the patient to discuss with healthcare provider whether surgical intervention was needed. Technical services told caller that even though electrode 8 and 9 are the only ones showing high, there might be other electrodes involved since patient was getting the jolting sensations. Patient to f/u with healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I. The rep reported that the patient was intermittently seeing a call your doctor screen but didn¿t know the code she was seeing with it. The rep reported that the patient said she coul dn¿t use the patient programmer (pp) for a while after, approximately 30 minutes after seeing the code, so she had to use her recharger to turn the device on/off. It was reviewed that the patient should be able to arrow over to bypass the screen and use the pp. Based on implant dates, the patient shouldn¿t be seeing elective replacement indicator yet. The rep reported that the patient would get the code next time she sees it and call the rep or patient services. No further complications were reported. Additional information was received from a manufacturer's representative (rep). The rep reported that the initial call was made based on what the patient told the rep. The rep reported that the patient never told them after this that she noticed it again. The rep reported that they haven't heard any more information regarding this issue. No further complications were reported. Additional information was received from a manufacturer's representative. It was reported that the patient was seeing the call your doctor, out of range (oor) screen. It was reported she sees it when she tries to increase amplitude which she does sometimes depending on her pain that day. Patient is still feeling stimulation when seeing the oor. The caller stated that the oor cannot be bypassed no matter which button is pressed on the patient programmer (pp). The patient has another pp for her other device and will tried that and the same thing happened. The caller stated she cannot even use the pp to turn off stimulation, she had to use the recharger. Bother programmers were reported to be the same model. The caller stated it did not happen every time she tried to increase, just sometimes. Caller reported it happens depending on if the neurostimulator (ins) is full or partially depleted. The caller stated that there are 2 contacts showing high impedance, but no shorts. She is not programmed on the high contacts. Settings are as follows: a1) 5+, 6+, 12+, 11- 3.1 v, 800 pw, 65 rate 405 ohms a2) 0+, 1-, 3-, 3.9 v, 590 pw, rate 65 522 ohms the caller reported that the patient did have a fall, but the fall was after the oor started appearing. It also does not correlate to her last programming session, as the oor started about 1.5 months after the last programming session. It was reported the patient felt shocking once in a while program 1 with activities or not, such as riding in the car. Tech services suggested a prm to rest the device, but there was not a recharger available. The patient has full range on her programming.